Event description:
The complainant reported that the clinician was preparing to perform the implant of an obtryx system-halo sling in a female pt suffering from urinary incontinence. During the preparation for the procedure, the device's association loop was reported to have broken. There was no indication from the complainant if the loop totally detached from the device. The physician then reattached the broken loop to the device by sewing back on to the device. The device was then successfully implanted in the pt. The complainant reported that there were "no consequences" to the pt as a result of this event.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval as the device was implanted in the pt; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.